Event description:
The event is reported as: the customer alleges that the cuff is not holding air. The endotracheal (et) tube was replaced with another et tube. No report of a pt injury.

Manufacturer narrative:
A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. A DHR (device history record) review could not be conducted since the lot number was not provided. A document assessment (fema) was conducted and no changes were required. The complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Teleflex will continue to monitor and trend relating complaints.